Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced swelling in his head. The recipient was hospitalized due to thinning of the flap and pain. The recipient was treated with intravenous antibiotics. The recipient underwent repositioning surgery due to flap necrosis and extrusion. The implant was cleaned with antibiotic granules.